Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the patient was found to have a bleeding vessel 3-4 hours post-operatively. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator. The robotics coordinator was present during the surgical procedure and no intra-operative complications occurred. There was also no report that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. A vessel sealer instrument was used during the surgical procedure but no issues were reported or observed with the device. The robotics coordinator stated that the vessel sealer instrument was used to seal the small vessel that began to bleed post-operatively. In addition, according to the robotics coordinator, after the vessel sealer instrument was used during the procedure, the surgical field was inspected and found to be dry. The robotics coordinator indicated that the patient began to experience vaginal bleeding 3-4 hours post-operatively. The patient was taken back to the or and a small vessel on the right side of the vaginal cuff was found to be pulsing and bleeding. The surgeon was able to control the bleeding by cauterizing the vessel and applying sutures via traditional laparoscopic techniques. The robotics coordinator did not know the estimated blood loss of the patient. He stated that the patient did not require any blood transfusions. To his knowledge, the patient did not experience any additional post-operative complications and was discharged home from the hospital. The robotics coordinator did not know why the vessel began to bleed. However, the robotics coordinator believes that the vessel sealer instrument used during the surgical procedure might have been a contributing factor for the cause of the bleeding. The vessel sealer instrument was discarded by the site.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complications experienced by the patient. Also, the vessel sealer instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's post-operative complication. This complaint is being reported due to the following conclusion: after undergoing a da vinci hysterectomy, the patient experienced post-operative bleeding from a vessel and received medical intervention to control the bleeding. However, at this time, the cause of the patient's post-operative complication is unknown.